Event description:
It was reported to philips that the "display is cutting in and out". There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.